Manufacturer narrative:
No motor error alarm, a35 alarm or no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer's blood glucose was 130 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 1030 mg/dl and 130 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer also stated that insulin pump had multiple pump error alarm. Customer stated they were able to clear the alarm also able to complete rewind. Customer performed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.